Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative. Upon investigation of the actual device of this incident, it was determined that order identifier was not available in pyxis despite being interfaced and stocked. A technical support specialist (tss) dialed into the server, reviewed event logs, and identified that the case was assigned to the original owner before reassigning it accordingly. The tss noted rss connection errors and confirmed the patient was already discharged. Multiple call attempts to the user were unsuccessful, so emails were sent explaining stat order behavior, including that missing timing and repeat pattern values may cause orders to appear only once on the device. Further investigation identified the issue as related to a frequency code (s) on the es server. The tss clarified that no patient data was lost as pyxis is read only and advised that an inventory count could resolve the issue. Follow-up emails were sent, a meeting was proposed, and an apology was issued for earlier remote support issues. As the case had aged beyond 141 days, the tss recommended creating a new case and awaited user confirmation to proceed

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower user mentioned medication and order identification were not available in pyxis despite order interfaced and stocked. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower user mentioned medication and order identification were not available in pyxis despite order interfaced and stocked. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower user mentioned medication and order identification were not available in pyxis despite order interfaced and stocked. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-nov-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.